Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 219771494 was returned and analyzed. Visual inspection showed the loop was damaged due to a kink proximal to the loop and the introducer was removed. The compatibility assessment was unable to be conducted as it could not be re-inserted through the introducer and test balloon catheter due to the curvature of the mapping catheter distal loop. The overlap joint diameter 0.0425" is within tolerance (maximum diameter 0.043"). Unable to thread the achieve mapping into the catheter might have resulted from the loop kink. In conclusion, the mapping catheter failed the returned product inspection due a kink, proximal to the loop. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.